Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from the queen victoria hospital, west sussex, UK. The title of this study is ¿experience with a new ultralow-profile osteosynthesis system for fractures of the metacarpals and phalanges¿, which was published in august 2006 and is associated with ¿leibinger profyle modular hand and small fragment system¿. Within that publication, post-operative complications/ adverse events were reported, which occurred between december 2002 to may 2004. It was not possible to ascertain specific device or patient information from the article. A review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the authors of the publication. Therefore 1 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses infection. Study states, ¿in the leibinger group, 1 patient developed late local sepsis, necessitating plate removal, but went on to an excellent flexion score.¿